Event description:
Customer reported the insulin pump alarmed compromised force sensor system. Customer was unable to prime the device. Customer's blood glucose was 139 mg/dl. Troubleshooting was performed. Customer advised to disconnect from the device. Customer did not drop or bump the device prior to the alarm. Customer was advised to continue disconnected. Customer stated, she was unable to describe any possible damage to the drive support cap. Customer declined further troubleshooting. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.